Event description:
This spontaneous report of a non-serious, unlabeled event (post inflammatory pigmentation change) is being submitted as a 10-day report. A female consumer reported, that she received injections of restylane injectable gel (injectable dermal filler) into the sides of her mouth (2 cc total) in 2007. Betacaine (lidocaine 5%) gel was applied topically as an anesthesic pre-procedure. No additional procedures were performed at the time of restylane treatment. The patient had no significant medical history and was not taking concomitant medications. Fifteen days later, the patient reportedly developed dark lines around the areas of injection. She self-treated with "bruise cream with sunblock." Additional information received on 06/13/2007 from a nurse at the office of the treating physician indicated that the patient was examined the following month and that the reaction was assessed by the physician as post-inflammatory hyperpigmentation (post inflammatory pigmentation change). The patient was prescribed epiquin micro (hydroquinone 4%) topical cream. The event was ongoing as of 2007. The restylane lot number and expiration date were reported as 8141 and 08/2009.

Manufacturer narrative:
.